Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused (programmed to infuse 100 ml and 35 ml needed to be added) during therapy of a stem cell infusion in the unit 57 oncology care area (delivery rate unknown). The customer also stated that there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.